Event description:
The 2.50 x 13 cypher stent did not cross the target lesion. There was no pt injury reported. No add'l info was given. Upon receipt of the product, a secondary failure was noted. Product was received with flared stent struts.

Manufacturer narrative:
The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.